Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was explanted and replaced for an unknown reason on (B)(6) 2023. No further information is known at this time.

Event description:
Additional information received indicates that the reason for ipg replacement was due to it reaching end of life.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.